Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8784 catheter was returned an no significant anomalies were identified. The 8782 catheter was returned and a kink was noted. Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep), which indicated that, on 2023-02-01, the patient was seen for a routine dye study in preparation for their normal pump replacement. Per the patient, they were getting great relief from the pump, however during the dye study, they were unable to aspirate from the pump's catheter access port (cap). The provider decided to keep the simple continuous dose at 150mcg/day of fentanyl, but dropped the maximum personal therapy manager (ptm) activations from 16 to 8 per day. Per the patient, they left the appointment and experienced immediate withdrawal. On (B)(6) 2023, the hcp decreased the patient's dose from 150mcg/day to 100mcg/day and dropped the ptm usage from 8 per day to 0 per day. The ptm was disabled. Per the patient, they then had suicidal ideations due to the pain and attempted suicide on (B)(6) 2023 using opioids and benzodiazepine. Per a history and physical note from (B)(6) 2023, the patient was admitted to the hospital on (B)(6) 2023 for an accidental overdose of opiates and was subsequently admitted to the psychiatric unit for an overdose of opioids and likely benzodiazepines. The patient had stopped taking medications to prepare for their upcoming pump replacement surgery. The patient went to the pain clinic, went home, and felt like the pump had been turned off. The patient reported extreme withdrawal symptoms, including feeling jittery and smells of fabric detergent that would not go away and "drove her crazy". The patient took multiple oxycodone and dilaudid pills and ended up vomiting. The patient then went to get more pills, as she "needed to finish the job". The patient believed that she took some lorazepam, some oxycodone, and possibly some other medications that she could not remember. The patient was found by her son laying down in the garage. Emergency medical services was called. The patient was given narcan and was brought to the emergency room (ER). The patient was awake with a headache when brought to the ER. She remained hemodynamically stable in the ER. Head and cervical spine computed tomography (CT) were negative for trauma. Urine toxicology screens showed opiates and benzodiazepines. As the patient cleared, she stated that she had suicidal intent with opiate ingestion and hoped to "end it all". The patient was initially scheduled for a pump replacement on (B)(6) 2023-02-22 and was being tapered off her fentanyl and dilaudid. The patient had depressive symptoms, including a 40 pound weight gain in two years, despite feeling that they were well controlled on her on her imipramine for over 30 years, at times requiring doses up to 90mg daily to achieve symptom remission, however achieving a low dose of 40mg as her maintenance dose. She was ultimately admitted to the psychiatric unit for mental health stabilization of her depression, anxiety, and opioid/benzodiazepine withdrawal. She was started on duloxetine, zyprexa, and trazadone by psychiatry for her mental health symptoms. She was started on suboxone for withdrawal symptoms from (B)(6) 2023. She was kept on her imipramine at her current dose of 40mg for her anxiety disorder. She was started on trazadone for sleep. Pain management services saw the patient while she was in the hospital. They verified that her pain pump was still running at the reduced rate that the pain clinic had programmed. To help with the withdrawal, they placed her on oral oxycodone 5-10mg every four hours as needed for one day, then decreased to every six hours as needed for one day, then to every 8 hours as needed for one day, then every 12 hours as needed for one day, then once daily as needed for one day, then stopped. It was recommended that the patient not be discharged on oxycodone or opioids. Per a review of systems from this note, the patient was positive for decreased energy level, depressed mood and anxiety. An electrocardiogram (EKG) on (B)(6) 2023 also indicated sinus tachycardia, which was slightly more tachycardic in comparison to a prior EKG. After leaving the psychiatric unit, the patient was scheduled for a full system replacement. The patient was seen on (B)(6) 2023 for a pr e-operative visit. It was noted that the pump was implanted in the patient's right upper buttock and the catheter tip location was c2. It was indicated that the reason for the pump revision was that the elective replacement indicator (eri) was less than 16 months. At the procedure on (B)(6) 2023, the provider opened the pump pocket, attempted to aspirate from the cap, and was unsuccessful. The provider then cut the pump segment to see if they could get free flowing cerebrospinal fluid (csf) and they could not. They then attempted to put a needle into the catheter that ran into the spine, tried to aspirate, and was still unsuccessful. At that moment, the provider decided to replace the whole pump system. The new catheter tip was placed at c2 with entry at l2/3. The new pump was programmed to fentanyl 1502mcg/ml at 200mcg/day, bupivacaine 20mg/ml at 2.665mg/day, and morphine 20mg/ml at 2.665mg/day. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 8784, lot#, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2023, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (1502 mcg at 150.30601 mcg/day), bupivacaine (19.9 mg at 1.9914 mg/day), and unknown morphine drug (20 mg at 2.00141 mg/day) via an implantable pump for unknown indications for use. It was reported that during a normal battery depletion surgery for the pump the catheter failed a catheter dye study due to an occlusion and was replaced.